Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review, it was noted that atrial lead exhibited undersensing and high capture thresholds. No intervention was performed and the patient would be monitored remotely. The patient was stable.